Event description:
It was reported that when the patient woke up the morning after she was implanted, it was discovered that the patient had a bowel movement during the night and it was diarrhea. The patient had reportedly not had this symptom before. The reporter indicated that ¿during evaluation at first stimulation, it was more on the sit bones¿. The patient was reprogrammed so¿it was more in the vaginal area¿. At the time of the report, stimulation was on, on program 1 at .8v and the patient felt stimulation ¿intermittently¿ in the vaginal area.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but had not sought further help. If additional information is received, a follow up report will be sent.

Event description:
Information reviewed indicated that patient was incontinent during the night for bowel movement. It was also reported that the right side was very sore.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).